Event description:
The customer reported that after a procedure, the pt complained of discomfort from a burn. The burn was not located where the incident return electrode was placed on the pt. The burn was described as second-degree and was treated with an over-the-counter medication. The pt is reported as having recovered. The site is not returning the incident generator, as the unit was checked out on site and performed satisfactorily during the customer's testing.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returned for eval. The unit was evaluated at the site and tested satisfactorily. If additional info pertinent to the incident is obtained, a f/u report will be submitted.